Event description:
It was reported that the ventilator's o2 gas module was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the o2 gas module was leaking and that it would be sent for further investigation. The gas module was returned and it turned out that the returned part was the air gas module and not the o2 gas module. Simulated test use of the returned air gas module in a ventilator passed the pre-use check. Hissing noise came during ventilation after about 1 hour. The o2 concentration has drifted 4%. Another pre-use check has been initiated and it failed with flow transducer test. Our investigation has concluded that the hissing noise came from the supply pressure transducer. The noise disappeared after replacing it. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturers ref: #(B)(4).